Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all the keypad buttons were under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2019 with the following findings: during investigation, it was found that the keypad flex was damaged and torn near the up key. The up and down keys were intermittently responsive while the ok and contrasts keys were not working. The keypad was removed and there was contamination found under all the keypad button contacts. Unrelated to the original complaint, the pump was returned without the rubber cover to the keypad. Due to the damaged keypad, the functionality of the bolus button was unable to be tested but the bolus button was intact upon visual inspection. Additionally, the battery compartment was found to be damaged.